Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed and MRI of their shoulder due to a car accident where they got rear ended in (B)(6) 2017. The patient got a concussion, messed up shoulders, back and neck. The patient stated they had turned off their device because it was affecting their sciatic nerve and had been off for 2 years. The patient stated they might get the device removed. The right shoulder was what they needed looked at. The patient stated they also have tissue damage, issues with the neck and a concussion. No further complications were reported.